Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had power error detected. The customer's blood glucose level was unknown. Customer was able to successfully clear the alarm and able to complete insulin pump rewind. Customer reports power error detected within a week of troubleshooting previous occurrence. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. Power error detected due to j6 connector resistance issue. No low battery alarm during testing.